Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): the following information was erroneously omitted in the initial medwatch. The patient compromised the set up; however, did not reconnect. The patient confirmed he would never have connected himself. The patient confirmed that he knows better and would change the set.

Event description:
A customer contacted baxter's technical service center to report the patient line fell from the home patient's (hp) hand while trying to connect to the homechoice and fell on the floor. The technical service representative assisted the hp end setup. The hp will start over with new supplies. There was no patient injury or medical intervention reported.